Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, 3 years and 7 months post implant of a 26mm sapien 3 valve in the aortic position, a 26mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. Medical records review revealed the patient presented with worsening fatigue and shortness of breath. Tte showed severe paravalvular leak (pvl). A 26mm sapien 3 ultra valve was successfully implant in the existing valve during a transfemoral viv procedure. No pvl was observed post sapien 3 ultra valve implant. On postoperative day 5, the patient was discharged to home in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 26mm sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3 IFU and procedural training manual for guidance and instructions. The procedural training manual provides guidance on thv malposition. Thv malposition prior to deployment ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps is on same plane, consider coaxial alignment of catheter to the aortic annulus and if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition thv post implantation was unable to be confirmed due to unavailability of medical report. However, the complaint for paravalvular leak post implantation was confirmed based on medical record. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, '3 years and 7 months post implant of a 26mm sapien 3 valve in the aortic position, a 26mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. Medical records review revealed the patient presented with worsening fatigue and shortness of breath. Tte showed severe paravalvular leak (pvl)'. Additionally noted the original valve was implanted too deep which indicated the valve was deployed too ventricular. Per training manual, 'final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial valve positioning where the center marker is within the optimal initial center marker zone'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was initially deployed too deep or too low into the ventricle, which could cause the inadequate thv sealed against to the target site (native annulus) and increased the risk of paravalvular leak over the time. As such available information suggests that procedural factors (malposition thv) may have contributed to the complaint event. Due to insufficient information, a conclusive root cause for malpostion is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.